Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that an obstruction of the one way valve in the sample line was detected. Further, a leakage was occurred on the purge line due to a damage, at the connection point to oxygenator. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
The complaint is changed as not reportable as a new information was received that "the failure was occurred during priming the system". Customer changed the leak tubing line before treatment. It was reported that a leakage was occurred on the purge line due to a damage, at the connection point to oxygenator. Further, a flow problem was detected at the one way valve. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-07-01. A visual inspection was performed on received product and glue residues inside the tube were observed. No further damage was detected during visual inspection. Further, the leak test was performed. No leakage was observed during 6 hours test period. However, according to test results, the one-way valve was found as impermeable. Based on the investigation results, the reported failure no flow at one way valve could be confirmed however leakage could not be confirmed. Since no leakage was detected during laboratory investigation, more information was requested from customer about oxygenator if any crack was observed or not. The received information as follow: customer corrected his initial report confirming that the leak was detected during priming, and customer changed the previous line. He did not observe any crack on the oxygenator. He continued without any leakage on line nor on oxygenator. The product is used without a problem. The exact root cause of the reported failure "leakage" could not be determined. During the laboratory investigation an excessive glue application were detected right after one way valve and based on this, the most probable cause has been found as: - manufacturing: excessive glue application production employees were re-trained for related basic operation procedures on 2024-07-02: - air congestion test. - gluing of components with cyclohexanone. The production history record (DHR) of the affected hqv 99106 with lot# 3000343644 was reviewed on 2024-05-08. According to the DHR result, the product hqv 99106 passed the defined manufacturing and final release specifications. Further, the production history record of the purge line with lot # 3000367173 was reviewed on 2024-05-08. According to the DHR result, the product purge line passed the defined manufacturing and final release specifications. Further, incoming inspection report control was performed for the related component #700000877, 00877#supravalve, (batch # 3000311129). The incoming inspection reports of the affected component 00877#supravalve (batch # 3000311129) was reviewed on 2024-05-08. The 00877#supravalve was checked visually for particles,crack, pressure marks, rills, streaks, sinks, without fat, dirt, blur, cords, scratches, burrs, no black spot and air bubbles. Also, size check was performed for defined parameters. The review of the non-conformities has been performed. It does not show any non-conformity in regard to the batch numbers of reported components with related to the reported failure. Besides, the reported failure is covered in basic operation procedure air congestion test: 4. Workflow caution: tubes shall be tested by air within 25-30 minutes at the earliest after gluing. Performing before this time may not be enough to dry cyclohexanone, the probability of the product being scrap increases and the test does not give the correct result. 5. Control - if there is an audible noise at the end of the tubes after the test, the product is considered as suitable since air can pass through the tube. - if there is no audible noise from the inside of the tube, the product is considered to be defective because it is clogged. It is removed from the production to avoid mixing with other tubes tested. Defective products are scrapped according to the si-b-75 komiroom material flow instruction and ordered to the material preparation department to prepare a new one. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).